Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility name: (B)(6). E1: the reporter¿s complete facility address was not provided. Investigation summary: visual inspection of the returned photo found that the device is shown in used condition, however no observations pertaining to the nature of the reported event or any other anomaly were observed. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would not have contributed to the complained device issue. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The device was connected to a test generator; the electrode was immediately recognized. The device was tested on coagulation and ablation functions each for one minute. The device was able to work; however, bubbles were visible during activation. The device will be sent to the manufacturer for further review. Manufacturing investigation result for vapr tripolar 90 suction elect: visual inspection revealed the presence of procedural debris in the suction ports. Subsequent flow rate testing recorded an acceptable flow value specification. The device passed all other electrical and functional testing. Observation of the tip during activation did not reveal any anomalies, with the degree of bubble creation being as expected. The customer complaint cannot be substantiated. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would not have contributed to the complained device issue.¿ based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established since the device passed visual and functional testing. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device u2411013 number, and no non-conformances were identified.

Event description:
It was reported that during a shoulder arthroscopy procedure, bubbles were observed on the vapr tripolar 90 suction elect device, and the device could not work. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. During in-house engineering evaluation, it was determined that the device had foreign substance/debris/cleaning/sterilization. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.